Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Breakdown of cartridge tip cracked or damaged is as follows: 2 events for tip broken. 1 event for tip deformed. Products have not been returned. Serial numbers of suspect products: (B)(4). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes 3 malfunction events. The events were related to cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: there were 3 investigations completed during this period and for all the products were returned. 2 of the investigations the lens was observed stuck in cartridge. No manufacturing issues were identified 1 of the investigation the tip was observed deformed. No manufacturing issues were identified.